Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 212 mg/dl and a bolus via pump was delivered to address bg. Pump system check was performed and air bubbles were observed. Customer changed pump supplies and resumed insulin delivery.